Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02002. This report is being submitted as additional information. Approximate age of device - 4 years, 7 months. Manufacturer's investigation conclusion: although the evaluation of the device confirmed the presence of deposition within the pump, a direct correlation with the reported events could not be conclusively established through this evaluation. The pump was returned assembled with the percutaneous lead severed approximately 2.5¿ from the pump housing. The remainder of the lead was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Visual inspection of the inlet stator revealed a soft, pale gray and dark brown deposition surrounding the inlet bearing cup. The deposition appeared to have collapsed around the bearing cup, which suggests that it was surrounding the entire inlet bearing prior to disassembly of the device. The deposition did not conclusively reveal evidence of laminated layering or denaturation. Of note, the device was explanted greater than 13 months prior to its return, so the origin of the thrombus and a duration for which it was present within the pump could not be determined. A direct correlation between this deposition and the report of rising ldh could not be conclusively established through this evaluation. Upon disassembly of the returned pump, examination of the remainder of the blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to the reported events. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a past medical history of congestive heart failure secondary to ischemic cardiomyopathy (icm). The course of lvad therapy was complicated by a chronic driveline infection with staphylococcus epidermidis, proteus and pseudomonas bacteremia. The patient presented on (B)(6) 2017 with shortness of breath with minimal activity over the past 1.5 weeks. In addition, the patient also reported experiencing intermittent chest tightness and discomfort over the left side of the chest, and paroxysmal nocturnal dyspnea with postnasal drip (pnd) and orthopnea. The patient had gained approximately 5 lbs. And reported abdominal distention and discomfort and increased lower extremity swelling. The patient had also been feeling lightheaded consistently. Pump parameters remained stable. Urine was slightly darker than usual and had no improvement lasix. The spouse noticed that the patient seemed confused the previous day and was talking nonsensically for a short period of time. Given worsening shortness of breath, the patient went to the emergency department for further work-up and was transferred to the implanting center for further management. The patient complained of burning pain at the driveline site. After admission, frequent low flow alarms combined with rising lactate dehydrogenase gave way to concerns of pump thrombosis and the patient was taken to the operating room for an lvad exchange. The chronically infected driveline was removed and a wound vac was applied to the site. No additional information was provided.